Manufacturer narrative:
E1: facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope had no image during up angulation adjustment. The issue occurred during preparation for use. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to stress such as damage or deterioration of parts. Olympus will continue to monitor field performance for this device.